Event description:
It was reported that (2) devices were used during a anterior resection. It was reported by the affiliate that the tlc75 instrument was fired once and reloaded with another cartridge. When the attempt was made to fire the instrument a second time, the firing handle locked out despite no evidence to suggest the firing handle had been moved. Another instrument was used to complete the case. The device was discarded.